Event description:
The complaint received states that during the procedure the physician could not detach a deltaplush(cpl100204-30/g13287, lot unknown) using an enpower detachment control box and enpower control cable although pressing the detachment button several times. The procedure was coil embolisation of internal carotid-posterior communicating artery aneurysm that was not calcified and mildly tortuous. The patient was a female of 71 years old. Dob and weight unknown. Access was obtained from right femoral artery. The event happened during the procedure. It was noted that the physician could not detach a deltaplush (cpl100204-30/g13287, lot unknown) using an enpower detachment control box(dcb000005-00, lot unknown) and enpower control cable (ecb000182-00/c13060) although pressing the detachment button several times. The green system ready light illuminated at the time the detachment was attempted. When he replaced the deltaplush for a new product (cpl100204-30, lot unknown), he was able to detach it using the same detachment control box and the same cable with no further issues. Afterwards, the procedure was successfully completed without any further issues. It is unknown how many coils were successfully placed during the procedure. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (excelsior sl10/stryker, type unknown). The complaint product is going to be returned for evaluation. No additional information is available. There was no patient injury/complications reported.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.